Manufacturer narrative:
The hvad is used for treatment not diagnosis. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed are the patient's inr management and anticoagulation therapy, increased map's on admission; and other related comorbidies. There are patient, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the clinical specialist that the patient was admitted to the hospital for stroke symptoms; including aphasia, and subtherapeutic international normalized ratio (inr). The diagnosis was confirmed by CT head scan. As time progressed the patient's symptoms continued to worsen. He was described by the site as "behaving like he's high". The site is considering fresh frozen plasma (ffp) as treatment to lower inr. Neurology was consulted and CT scan was performed, confirming a medial thalamic & left inferior frontal lobe infarct. The last report received indicates that the patient remains hospitalized. It was stated that last week on 1/7 the patient's mental status had improved and they were looking to discharge the patient. It was stated that they were trying to get the patient into rehab, but it said patient was not sick enough. No additional information was available.